Event description:
It was reported that, the clinic called the field representative, as this device was demonstrating evidence of early battery depletion. The pacemaker battery was at approximately 5.5 years on (B)(6) 2017, on (B)(6) 2018 the battery showed about 1.5 years, and 1 year remaining on (B)(6) 2018. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information indicated that this device was removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the header. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of 2 leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that, the clinic called the field representative, as this device was demonstrating evidence of early battery depletion. The pacemaker battery was at approximately 5.5 years on (B)(6) 2017, on (B)(6) 2018 the battery showed about 1.5 years, and 1 year remaining on (B)(6) 2018. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information indicated that this device was removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.